Manufacturer narrative:
The field service engineer verified the gear pump pressure and this was within specifications. He checked the pressure sensor and this was found to be ok. The sample probe was changed. Precision studies were performed and precision was not acceptable for cholesterol and total protein tests.

Manufacturer narrative:
Precision studies were performed and variation seen with the cholesterol assay was high. The field service engineer then checked the analyzer and replaced parts. Precision studies were performed after the service actions and these were acceptable.

Manufacturer narrative:
No further issues occurred after the service actions.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received erroneous results for one patient sample tested for ureal urea/bun (u-bun, urea), ua2 uric acid ver.2 (ua2), crej2 creatinine jaffé gen.2 (crej2), and altl alanine aminotransferase acc. To ifcc without pyridoxal phosphate activation (altl) on a cobas 4000 c (311) stand alone system - c311. The erroneous results were reported outside of the laboratory. Refer to the attachment for all patient data. No adverse events were alleged to have occurred with the patient. The patient was a dialysis patient. It was explained to the customer that prolonged clotting time is needed for patient samples coming from patients who are on dialysis. Clotting time could affect the pipetting of the sample due to fibrin formation in the sample. The customer questioned why most results were not flagged if there had been a partial pipetting of the sample. The lot numbers and expiration dates of all involved reagents were asked for, but not provided.